Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient or procedural details. (B)(6). Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007.

Event description:
It was reported that during a stenting procedure for treatment of a severe stenosis in the middle section of the right iliac artery of 10 cm length via retrograde access through the left common femoral artery, the delivery system became stuck on the 0.035" guide wire when being advanced to the lesion site. The delivery system and the guide wire were removed as a single unit. Another device was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the condition of the returned device, the premature deployment of the stent could be confirmed. The stent was found to be partially deployed although the safety clip was still attached to the system and the deployment mechanism had not been used. The premature stent deployment could have been caused by the reported failure to advance the guide wire through the system. During the performed patency test, a device compatible guide wire could be advanced through the system without issue. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. This kind of event may be related to difficult vessel anatomy and subsequent friction increase. Improper flushing of the device prior to use may be another potential contributing factor to this type of event. In this case, the target lesion was mildly calcified and the lesion had been pre-dilated. On the basis of the sample evaluation and the information available, a definite root cause for the reported event could not be determined. The IFU states: "visually inspect the bard e-luminexx vascular stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." And "prior to inserting the delivery catheter over the guide wire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter." Also the IFU states: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." In addition, the IFU indicates that the bard e-luminexx vascular stent is only compatible with a 0.035" (0.89 mm) guide wire. Updated 'eval code & desc - conclusion1' due to completion of evaluation.

Event description:
It was reported that during a stenting procedure for treatment of a severe stenosis in the middle section of the right iliac artery of 10 cm length via retrograde access through the left common femoral artery, the delivery system became stuck on the 0.035" guide wire when being advanced to the lesion site. The delivery system and the guide wire were removed as a single unit. Another device was used to complete the procedure successfully. There was no reported patient injury.